Manufacturer narrative:
The customer cancelled the service call. The customer adjusted the voltage at the fluoro functions printed circuit board and the system operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system locked up and the voltage was low at the fluoro functions printed circuit board. Also reported was that the system would not boot up entirely and the fluoroscopy would at times not shut off after the emergency stop was pushed. No pt injury was reported.